Manufacturer narrative:
(B)(4). The explanted products were expected to be returned to boston scientific for disposal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced a massive infection in the device pocket and also at the two electrode incisions. The entire system was explanted and a new system was planned for after the infection was completely cleared. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--